Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited gradually increasing shock impedance measurements until reaching out-of-range values in addition to increase pacing thresholds. Tech services reviewed device data and suggested steps for assessing the patient's system. Per available information, no decision or timeline has been established regarding potential addition testing. There has been no reported impact to therapy. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating this patient presented for defibrillation threshold (dft) testing. During the test the patient received 2 shocks but the device did not convert the ventricular fibrillation (vf). The patient was externally cardioverted and rhythm resolved. Shock impedance measurements were also confirmed greater than 125 ohms at that time. A revision procedure was subsequently performed wherein the device was explanted and replaced. Explant of the lead was reported to be very difficult as the lead broke into several pieces during attempted removal with a portion of the coil remaining unsecured within the rv; a new rv lead was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in 6 segments with the terminal segment severed approximately 12 cm from the is-1 terminal pin; a portion of the lead body consisting of the shocking coil and tip section was not returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection noted partial abrasion (though not through to the conductor) on the surface of the insulation on several of the returned lead segments; no other anomalies were found. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.